Manufacturer narrative:
H6: health effect - impact code: 2199 - no health consequences or impact. Evaluation summary report attached in german was translated to english.

Manufacturer narrative:
Evaluation protocol not completed yet.

Event description:
Fracture of the rotarex spiral, had to be removed with snare.